Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
On (B)(6) 2013, patient reported the infusion device is not delivering insulin to him. Patient stated he is having extremely elevated blood glucose concerns. Patient reported he has been having issues for about a week. Patient stated he received a reading of 592 mg/dl and decided to use injection shots to bring it back down; his body felt fatigued but no outside assistance was required. Patient's target blood glucose is around 200 mg/dl. Patient reported he feels as if the infusion device is under delivering; offered to assist switching to the backup device but patient stated he had concerns. On call back, assisted patient with switching to backup infusion device and was able to complete the change the cartridge process and prime successfully. On follow up call on (B)(6) 2013, patient reported his blood glucose level remains elevated due to an infection in his body. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result pump: as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Cartridge: since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. Adapter: since no material has been returned from the customer, no investigation could be performed as the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.